Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the device exhibited post paced t wave over-sensing. No further information was provided.